Manufacturer narrative:
H6: investigation summary bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to erroneous results were observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure (erroneous results) because the defect was not evident in the testing of the complaint lot samples. Replicates of both complaint (retain) and control samples tested were acceptable in terms of both precision and accuracy. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is not confirmed with respect to erroneous results. Bd was not able to identify a root cause for the indicated failure mode. See h10.

Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tubes there was erroneous results. This event occurred 3 times. The following information was provided by the initial reporter: translated to english. The customer stated: there was 'strongly fluctuating results in the troponin measurement." Different results on different days: day 1 = troponin <10 day 2 = troponin 57 day 3 = troponin <10, measurement on a second device from the same tube - troponin 18 day 4 = troponin 238, measurement on a second device from the same tube - troponin <10 day 5 = troponin <10 the measurements were carried out on the following abbott - architect ci4100, asssay system: stat high sensitive troponin I (chemical luminescence microparticle immunoassay) neither hemolysis nor lipemia or fibrin threads were found on optical inspection. The tubes were all correctly filled.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: . Medical device lot #: 0307180. Medical device expiration date: 2022-04-30. Device manufacture date: 2020-11-02. Medical device lot #: 0115167. Medical device expiration date: 2021-10-31. Device manufacture date: 2020-04-24. Medical device lot #: 0345047. Medical device expiration date: 2022-06-30. Device manufacture date: 2020-12-10. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tubes there was erroneous results. This event occurred 3 times. The following information was provided by the initial reporter: translated to english. The customer stated: there was 'strongly fluctuating results in the troponin measurement." Different results on different days: day 1 = troponin <10. Day 2 = troponin 57. Day 3 = troponin <10, measurement on a second device from the same tube - troponin 18. Day 4 = troponin 238, measurement on a second device from the same tube - troponin <10 day 5 = troponin <10. The measurements were carried out on the following abbott - architect ci4100, asssay system: stat high sensitive troponin I (chemical luminescence microparticle immunoassay) neither hemolysis nor lipemia or fibrin threads were found on optical inspection. The tubes were all correctly filled.